Event description:
It was reported that after switching rapid-acting insulin from lyumjev to insulin lispro u100, the user experienced episodes of low blood glucose while using the ilet, including a confirmed value of 58 mg/dl that was treated with oral carbohydrates; the reason for these lows remains unclear and no device component issue was identified. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.